Event description:
It was reported that the vision stent dislodged during preparation when the protective sheath was removed. The dislodgement was not noticed until the stent delivery system (sds) was advanced and positioned at the lesion. The stent implant was located on the table. Another vision stent was successfully used to treat the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect preparation. Evaluation summary: evaluation of the returned stent delivery system (sds) found that the stent implant was returned undamaged, but dislodged from the balloon. There were crimp marks on the balloon between the markers, and the measured crimped stent implant outer diameters met manufacturing criteria. These returned product analysis findings suggest that the stent implant was crimped properly and securely onto the balloon during manufacturing. Based on the reported information, the account failed to notice the dislodged stent during preparation for use and inserted the product into the anatomy without the crimped stent implant. The multi-link vision instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. While this reported improper procedure delayed the account from noticing the stent dislodgement prior to use, it did not contribute to the stent dislodgement itself. A review of the electronic lot history record of the reported lot revealed no nonconforming material records, indicating that all lot release testing results met specification. Also, a review of the complaint database for the reported lot revealed no other incidents reported for stent dislodgement prior to use. Overall, the returned product analysis and record review for the reported lot reveals no indication of a product quality deficiency.